Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the colonovideoscope exhibited a clogged nozzle. There were no reports of patient involvement. Additional details relating to the patient and the event have been requested, but no response has been received at this time.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than a year since the subject device was manufactured. Based on the investigation results, it was confirmed that the nozzle was adhered to / blocked, but the foreign matter could not be identified. Due to the loss of watertightness due to the deformation of the remote switch "1", it is possible that the foreign matter could not be removed due to the inability to reprocess properly. The cause of the foreign matter remaining on the device could not be identified. The event can be detected and prevented in accordance with the following IFU. IFU states that detection method in cf-ez1500dl/I operation manual chapter 3 preparation and inspection. IFU states that preventive measure in cf-ez1500dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.